Event description:
Corflo was inserted without difficulty, but when stylet was removed, the tube was torn near the end of the tube. Corflo was removed and new tube inserted. This was on the external portion of the tube where it would be connected to feeding infusion.